Event description:
The patient underwent a transoral incisionless fundoplication (tif) procedure. While introducing the device, high resistance was felt due to the patient's small airway and anatomy so the device was removed and it was noticed that the scope retainer band was broken. The surgeon then scoped the patient and saw a laceration without perforation at around 20cm. The patient was then kept in the hospital with IV fluids and pain medication for 10 days. Patient then left the hospital with no symptoms and is back at normal health.

Manufacturer narrative:
Device evaluated by manufacturer?no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.